Event description:
It was reported that the device was not explanted prior to the patient being creamated; therefore, the device will not be returned for analysis. The physician noted that the death is unrelated to vns. The physician reported that the believed cause of death is pneumonia/sepsis. No autopsy was performed. The patient was compliant with aeds. The death certificate listed the primary cause of death as severe sepsis, pneumonia.

Event description:
It was reported that the vns patient passed away. The physician reported that the death was not believed to be from seizure related causes. The relationship between the patient's death and vns therapy is unknown. Attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
The initial MFR. Report listed the wrong death year. The correct date of death is (B)(6) 2012.